Event description:
Suspected faulty closure of the internal staples, which allowed for post-op bleeding which required a return to surgery for a diagnostic video laparoscopy and ligation of post-op bleeder. Rptr did not think anything about this case, until he became aware of situations in other hosps. Rptr questioned the surgeon and he felt there was a good chance it was a failure of the staples to adequately close on the first procedure.